Event description:
Per the audiologist, the pt reported facial nerve stimulation, painful sensations and poor sound quality from the cochlear implant system. Reprogramming the sound processor did not alleviate the problem. Results of an integrity test done in 2007 showed the receiver/stimulator device was not functioning properly. The pt's device was explanted five months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.